Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field g2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that adhered to forceps elevator was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in "duodenovideoscope,tjf-q170v,operation manual chapter 3 preparation and inspection". IFU states the preventive measure in "duodenovideoscope,tjf-q170v,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the event previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign materials inside the forcep elevator, up/down directional knob, and right/left directional knob. There were no reports of patient involvement.